Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited the screen blacked out during upward angle. The issue occurred during an unknown diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The screen did black out during testing when attempting the ¿u angle¿. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. While investigators could not confirm a definitive root cause, the device evaluation did reveal a broken image sensor ¿ likely causing the reported event. Olympus will continue to monitor the field performance of this device.